Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 25-jul-2025, beta bionics was notified by an ilet user¿s healthcare provider (hcp) that the user experienced a severe hypoglycemic event while out and required ems intervention. The hcp reported that the user was transported by ambulance due to low blood glucose. No additional information is available.